Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a message was displayed on the screen of the insulin pump, showing active insulin. The customer stated that they never have taken a bolus with the insulin pump. The bolus history was checked and the last bolus delivery was recorded on (B)(6). The customer had started using the insulin pump the day of the report, on (B)(6). The customer's blood glucose was unknown. The discontinuation of the insulin pump was advised. The customer was advised to revert to a backup plan until a replacement insulin pump was sent. Nothing further was reported.